Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that in an emergent ex-lap, tlc75 was fired across bowel and the instrument cut but did not produce staples. Bowel contents spilled into the abdomen and required a wash out. The procedure was delayed by thirty minutes. The procedure was completed with no patient consequences reported.